Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
Per the clinic, the patient experienced a migration of the device resulting in the decison to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned but had not taken place at the time of this report010.the manufacturer became aware upon receipt of the explanted device on august 4, 2010.

Manufacturer narrative:
(B)(4)